Event description:
Pt in surgery for tracheostomy. Cloth drape used because of skin sensitivity. Drapes not presoaked because use of cautery not anticipated. Cautery required 100% oxygen delivered per ett. Spark from cautery ignited drapes in o2 rich environment. 1 x 2 cm erythematous area resulted in blanched center. No blister formed. Very slight drainage cntinuing on dat 13. No permanent scar anticipated. No device malfunction suspected. Report submitted to document equipment hazard.